Manufacturer narrative:
No report of patient involvement. The operator of device information was unavailable at time of MDR filing. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was discovered that the unit leaked over 4.5lpm. The disposable patient circuit was replaced, and the unit was returned to service.

Event description:
The hospital requested a general checkout of the unit. There is no report of patient involvement.